Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) was in backup mode due to hardware related reset. No intervention was done. The patient status was unknown.